Event description:
Patient was able to inadvertently unlock bed brakes when adjusting his position in bed. When he attempted to get up, the bed moved and he suffered a fall. Bed lock brake release button is in a poor location on upper bed rail. Brakes can be accidently disengaged by the patient in the bed when grabbing the bed rail to reposition self in the bed. Staff and patient at risk for injury related to being unaware the bed is not locked.